Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify missing segments, partial display or frozen display due to blank display. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with corroded battery tube, cracked battery tube threads and corroded motor home switch. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing and frozen display. Customer stated they noticed crack on insulin pump. Customer stated insulin pump screen was flashing after being in the pool with the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.